Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was intended to be used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. Reportedly, the patient had 2 grade 2 varices found in the distal esophagus and large gastric varices. According to the complainant, during the procedure, the endoscope with the attached ligator cap was inadvertently inserted into the trachea. While pulling the scope out of the trachea, the ligator cap detached from the scope but was still attached to the deployment suture connected to the scope. The ligator cap was lodged in the trachea distal to the vocal cords. Several attempts were made to retrieve the cap with the use of forceps, all 7 bands dislodged from the cap but the cap was unable to be retrieved through the endoscope and a bronchoscope. The ligator cap and bands remained stuck in the proximal trachea but still attached to the device suture. The ligating cap was retrieved successfully during a rigid bronchoscopy procedure. No banding was performed and the patient was recommended for surgery to treat the varices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the operating room procedure was reported to be fine and stable.

Manufacturer narrative:
(B)(4) ligator housing detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.